Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. It was noted that the infection was local and the lead remains implanted.

Event description:
Additional information indicated that a revision procedure was going to be performed to repair the rv lead with a lead repair kit in order to improve the high threshold measurements. Boston scientific technical services (ts) was contacted regarding this issue and indicated this is off-label use of the lead repair kit. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.